Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-dec-2022. H6: investigation summary one sample of material number 2420-0500 was received for quality evaluation. The customer complaint of tubing defective / damaged could not be verified. Evaluation of the sample began with a visual inspection of the infusion set for any component damages or defects. No damages or defects were seen in the sample. A simulated infusion was then conducted to determine if the infusion set showed signs of leakage, air-in-line, or occlusion. Time was taken to properly prime the infusion set before the simulated infusion. After the infusion was completed, there were no signs of leakage, air-in-line or occlusion. A device history record review for model 2420-0500 lot number 22083009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the failure reported in this complaint could not be determined because the failure could not be replicated. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had little dents in it. The following information was provided by the initial reporter: "this tubing has little dents all along the tubing causing issues when setting up an IV".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had little dents in it. The following information was provided by the initial reporter: "this tubing has little dents all along the tubing causing issues when setting up an IV".